Event description:
The pt fell in 2009 and immediately started feeling a 'weird sensation'. She did not notify anyone of the event for approximately 3 months. The pt tried to recharge the implantable neurostimulator multiple times without success. The field rep was unable to interrogate the battery. Multiple attempts to service the device were made using different rechargers and the physician programmer. The hcp decided to replace the implantable neurostimulator and move the pocket to a better location. There was no injury associated with the event. The pt outcome was reported as 'recovered without sequela.'

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.